Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 184224: 90 items manufactured and released on 29-aug-2018. Expiration date: 30.07.2023. No anomalies found related to the problem. To date, 55 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 11 day after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly swap and the surgery was completed successfully.